Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and replaced power pack. The unit was calibrated and diagnostics ran to factory specifications.